Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported stent dislodgement and material deformation were confirmed. The reported difficulty to remove (sheath) could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. The reported stent dislodgement and material deformation appear to be related to operational context of the procedure as it is likely the stent interacted with the sheath during difficult removal causing the reported stent dislodgement and subsequent material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the dislodged stent was noted to be unraveled [material deformation]. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.50 x 28 mm xience sierra stent delivery system (sds), resistance was noted on attempted removal of the protective sheath. The stent dislodged from the balloon of the sds and remained in the sheath. There was no patient involvement. A new 3.50 x 28 mm xience sierra sds was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.